Event description:
Information received indicates the bed has a high ground reading on the power cord plug.

Manufacturer narrative:
The technician found the power cord was worn from age. He replaced the power cord to repair the bed.